Manufacturer narrative:
20-aug-2021 case update: the reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that their oral-b genius toothbrush refill was so loose that sometimes it pulled off during brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b genius toothbrush refill was so loose that sometimes it pulled off during brushing. No injury was reported.

Event description:
Oral-b genius toothbrush...sometimes pulled off during brushing [device breakage] oral-b genius toothbrush is so loose [device connection issue] case narrative: consumer via e-mail stated that their oral-b genius toothbrush refill was so loose that sometimes it pulled off during brushing. No injury was reported. 10-sep-2024 follow up via email: the suspect product was oral-b power rechargeable toothbrush handle 3771 genius x. The suspect product lot was bh12930706. No injury was reported.

Manufacturer narrative:
10-sep-2024 case update: product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.